Manufacturer narrative:
This report is submitted on april 22, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The patient underwent revision surgery (date not reported) to reposition the device. The implanted device remains.